Manufacturer narrative:
Information received shows that this event is a duplicate of another issue reported under regulatory report # 9612501-2024-03050. This file will be closed and all further updates processed under the above-referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: cm-816, cm-816 biosyn* 2-0 vio 75cm gs11 x36, (lot #d3d0162y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post operatively of a knee plastic surgery, the cm-816 biosyn sutures experienced several issues. The surgical wounds on the knees opened due to suture loosening, resulting in large gaps. The suture thread broke on several occasions during ongoing suturing, the suture line did not hold, which was identified a few days after the operation. Additionally, there was tissue and skin damage, including trauma and perforation, around the knee area. The patient was re-admitted to the hospital due to these issues. Another suture from another manufacturer was used, to resolve the issue.